Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: a patient who underwent a robotic-assisted esophageal diverticulum repair procedure on (B)(6) 2016, developed post-operative sepsis, and expired on (B)(6) 2016. The staple line where an unspecified stapler instrument was used had reportedly disintegrated. There is no alleged malfunction of the stapling device according to the surgeons involved in the event. The stapler performed as expected in the original procedure.

Event description:
Additional information received from the account: no issues identified during the procedure. An upper endoscopy was performed and air was insufflated and no air leak identified.